Event description:
The pt was revised because of infection.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Provided info marked on the device experience report is marked that the products are no suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusion about the reported event based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.